Manufacturer narrative:
Results: the jet7 had kinks approximately 117.0, 122.0 ¿ 123.0 and 129.0 ¿ 130.5 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed kinks on the distal shaft. If the device is forcefully manipulated within the reported patient¿s tortuous anatomy, damage such as kinks may occur. During functional testing, the jet7 was advanced through a demonstration max without an issue. A demonstration 3maxc was also advanced through the jet7 without an issue. No other devices associated with the complaint were returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the carotid syphon using a penumbra system jet 7 reperfusion catheter (jet7) from a penumbra system jet 7 kit. It was reported that the patient had a tortuous anatomy and the clot was very fibrous. During the procedure, the physician reported that the jet7 became accordioned and kinked at the distal end. The jet7 was therefore removed and was no longer used in the procedure. The procedure was completed using another microcatheter. There was no report of an adverse effect to the patient.